Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a syringe pump was affected by syringe sizer recall. It was also reported there was patient involvement but no harm. Follow up attempts were made with no further information made available.

Event description:
It was reported that a syringe pump was affected by syringe sizer recall. It was also reported there was patient involvement but no harm. Follow up attempts were made with no further information made available.